Manufacturer narrative:
On 13 january 2023, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the pump turned on and the battery charged as expected. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that the pump would not turn on. There was no reported impact to customer's blood glucose. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.